Event description:
It was reported that an echocardiogram revealed that there was oversensing with the right ventricular (rv) and right atrial (ra) leads. It was also reported that the oversensing was visible with isometrics. It was further reported that the oversensing disappeared with a change in configuration from bipolar to unipolar. There was also a report of coat damage to the lead and lead friction was suspected. The rv and ra leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054 implantable pacing lead 2011 (B)(6). (B)(4).